Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not powering on properly) has been confirmed. Upon investigation the battery charger/modem was unable to fully power on. The charger/modem exhibited a flash memory failure at bga components u102 and u105 on the c/a board. Additionally, the battery pca was contaminated. The root cause for the flash memory failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a patient's battery charger and reported that the charger would not power on.